Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
End user states the side rail, which was not on the invoice, will not stay up. She states it was on the left side.